Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2761 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole around the 5cm mark, the line was removed (B)(6)2019. Line was inserted (B)(6) 2019 in the right basilic 48cm cut 6cm out, securacath insitu. Ward had contacted vascular as one lumen was blocked, urocinase not used as patient had contraindications, line withdrawn 2cm flushing well again.